Manufacturer narrative:
Cont. H6. Health effect f1905 device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture confirmed via ultrasound and MRI. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis visual analysis of the photographs identified: rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst- ndr : not applicable as the event is not related to the device. No additional observations.

Event description:
Patient reported left side rupture confirmed via ultrasound and MRI. The device has been explanted and replaced.